Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 5 and 24 hours. The pod was reportedly coming loose from the infusion site (abdomen), causing the cannula to dislodge. Symptoms reported include hyperglycemia, stress and vomiting. The patient was given anti sickness medication and treated with insulin injection (novo rapid and levemir). The pod was removed at home before going to the ER. The patient was released from the ER after four hours. The patient was advised to use insulin injections for 24 hours and then activate a new pod. A new pod was applied the following day.